Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, episodes of intermittent atrial flutter and supraventricular extrasystoles was observed in the long time ECG with stimulated heart rates around 120 bpm. The patient was affected by the atrial flutter. The issue was resolved with reprogramming of the device.